Manufacturer narrative:
The ams700 device was visually inspected. There was a leak in the kink resistant tubing (krt) for one pump-cylinder tube at the pump-krt strain relief junction that was the result of fatigue. The pump was not functionally tested due to the tubing leak. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the ams 700 inflatable penile prosthesis device began working inconsistently a year ago and completely stopped working early january 2019. A revision surgery has been booked. No other symptoms or patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that a revision procedure was performed and the pump and reservoir were replaced. Additional information received that all components were revised due to a leak in the system. The revision surgery occurred on (B)(6) 2019. No patient complications were encountered during the procedure. The original surgery occurred on (B)(6) 2013.

Manufacturer narrative:
Additional information received that there was a fracture in the tubing between the pump and right cylinder.

Event description:
It was reported that the ams 700 inflatable penile prosthesis device began working inconsistently a year ago and completely stopped working early january 2019. A revision surgery has been booked. No other symptoms or patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that a revision procedure was performed and the pump and reservoir were replaced. Additional information received that all components were revised due to a leak in the system. The revision surgery occurred on (B)(6) 2019. No patient complications were encountered during the procedure. The original surgery occurred on (B)(6) 2013.

Event description:
It was reported that the ams 700 inflatable penile prosthesis device began working inconsistently a year ago and completely stopped working early (B)(6) 2019. A revision surgery has been booked. No other symptoms or patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that a revision procedure was performed and the pump and reservoir were replaced. Additional information received that all components were revised due to a leak in the system. The revision surgery occurred on (B)(6) 2019. No patient complications were encountered during the procedure. The original surgery occurred on (B)(6) 2013.